Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported, from a personal interaction, that a patient underwent mechanical thrombectomy of the m2 segment of the distal portion of the middle cerebral artery (mca) using a 5mm x 22mm embotrap iii (product code: et309522, lot unknown) revascularization device. Per the event description, the embotrap iii device was deployed during the procedure and then removed. However, ¿pale bleeding¿ was confirmed post-operatively. The treating physician commented that ¿for a hard and long thrombus in a distal vessel (if the embotrap iii was deployed but the marker did not open along its full length as shown by imaging), there is a risk of bleeding complications with any stent. In such cases, suction catheters alone may be better¿. A concomitant trak (stryker) microcatheter was used. It¿s unknown if a continuous flush was administered. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 14-sep-2022 indicated that the patient exhibited no neurological symptoms from the event and no medical intervention was required for it. At the time of this update, the patient had been transferred to a rehabilitation hospital. The physician claims that it was a long thrombus that was encountered during the surgery and that it was the pulling of the embotrap iii that might have led to the vessel injury. It has been confirmed that no alleged quality issues were encountered with embotrap iii. Other information requested such as event date, procedure date, device lot number, patient¿s baseline neurological status and demographic data were all reported as unknown. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: it was reported, from a personal interaction, that a patient underwent mechanical thrombectomy of the m2 segment of the distal portion of the middle cerebral artery (mca) using a 5mm x 22mm embotrap iii (product code: et309522) revascularization device. Per the event description, the embotrap iii device was deployed during the procedure and then removed. However, ¿pale bleeding¿ was confirmed post-operatively. The treating physician commented that ¿for a hard and long thrombus in a distal vessel (if the embotrap iii was deployed but the marker did not open along its full length as shown by imaging), there is a risk of bleeding complications with any stent. In such cases, suction catheters alone may be better¿. A concomitant trak (stryker) microcatheter was used. It¿s unknown if a continuous flush was administered. Additional information received indicated that the patient exhibited no neurological symptoms from the event and no medical intervention was required for it. At the time of this update, the patient had been transferred to a rehabilitation hospital. The physician claims that it was a long thrombus that was encountered during the surgery and that it was the pulling of the embotrap iii that might have led to the vessel injury. It has been confirmed that no alleged quality issues were encountered with embotrap iii. Other information requested such as event date, procedure date, device lot number, patient¿s baseline neurological status and demographic data were all reported as unknown. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Intracranial hemorrhage is a known complication associated with the use of the embotrap iii revascularization device and is mentioned in the instructions for use (IFU) as such. There was no reported device malfunction. However, the relationship between the embotrap iii device and the reported event cannot be excluded. Furthermore, the treating physician¿s assessment is that there is a relationship between the device and the event. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. . As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.